Event description:
A hemodialysis user facility reported the following incident: pt was on dialysis for 10 minutes, when the venous line popped off the twister connection and blood spurted out all over the floor. This facility was contacted for add'l info on this event. It was learned in speaking with the reporter, that she clarified this event to be a separation at the twister area. The nurse also reported that she was able to stop the machine immediately and that the blood loss was minimal. Reportedly, the estimated loss of blood was less than 100 ml. The nurse also reported that the area had a leak prior to the separation. There is no sample for an eval. The pt was able to re-start his dialysis treatment with use of a new treatment set and completed the treatment as ordered without further incident.